Event description:
It was reported that the ventilator failed the pressure transducer test and the flow transducer test during pre use check.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.